Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it was returned in original packaging with the batch number of the complaint on the label. The device is fractured at the distal tip. The fractured piece was not returned. Bio debris is present. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material characteristics found that the material must comply with specifications provided. The storage requirements are also stablished. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during an acl procedure, the tip of a biosure ha screw fell away when screwing it into the tibia, and the driver forged through the distal tip. The tip was removed from the patient using forceps. The procedure was resumed with a 2 minute surgical delay using an equivalent s+n back up device in the originally drilled bone hole. Additional anesthesia was required due to the surgical prolongation, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.